Manufacturer narrative:
A visual inspection was performed on the returned device. The reported device dislodged or dislocate was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It is possible that the sds was inadvertently mishandled during unpackaging, contributing to reported stent dislodgement; however, this cannot be confirmed. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: model # correction from unk xience skypoint to 1800350-23. D4: catalog # correction from unk xience skypoint to 1800350-23. D4: corrected lot number from unknown to 5050841. D4: corrected primary UDI number from unknown to (B)(4). D9: corrected device available for evaluation: updated from ni to yes.

Event description:
Subsequent to the previously filed report, additional information was received:it was reported that during preparation of the xience skypoint stent delivery system (sds), the stent was noted to be detached from the delivery system (dislodged). Another xience skypoint sds was used to complete the procedure. There was no device use or patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that during preparation of the xience skypoint stent delivery system (sds), the stent was noted to be detached from the delivery system (dislodged). There was no reported device use or patient involvement and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.